Manufacturer narrative:
A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was not received. Full evaluation will occur upon receipt of returned product or lot code.

Event description:
Acute pelvic inflammatory disease [pelvic inflammatory disease]. Fever [pyrexia]. Shivers / chills [chills]. String broke caused tampon to remain in body [foreign body in reproductive tract]. Tampon string broke [device breakage]. Lower abdomen hurting [abdominal pain lower]. Uncomfortable abdomen [abdominal discomfort]. Stomachache [abdominal pain upper]. Ultrasound findings- poor bladder filling [ultrasound bladder abnormal]. Accumulation of fluid in pelvic cavity [pelvic fluid collection]. Menstruation painful [dysmenorrhoea]. A spontaneous report was received via e-mail on (B)(6) 2019 from a (B)(6) female consumer stating she used tampax radiant tampons, and the string broke which caused the tampon to remain in her body, resulting in an infection, and she had alternating high fevers and chills. She was seen in a hospital and transferred to another hospital. The consumer provided an ultrasound diagnosis report which revealed she had an abdominal + trans-vaginal ultrasound on (B)(6) 2019 with findings of poor bladder filling, a 2 centimeter thick free fluid dark area in the pelvic cavity, and a 4.4*2.3 cm high echo and shadow were detected at the posterior fornix of the vagina. Ultrasound prompt: accumulation of fluid in the pelvic cavity. Strong echo of posterior vaginal fornix indicates that there was foreign body. The case outcome was unknown. Concomitant product(s): none reported. No further information was provided. (B)(6) 2019 follow-up via phone call: the consumer reported she began using the tampax radiant tampons on (B)(6) 2019, one tampon every 3 hours, and during the night of (B)(6) 2019 she could not find the tampon string when she wanted to change the tampon. She thought the tampon came out of her body when she used the washroom and was flushed away. (B)(6) 2019 was the last day of her menstrual cycle, and she stopped using the product on (B)(6) 2019. She developed a fever on (B)(6) 2019, and her lower abdomen was hurting and uncomfortable. The consumer went to an emergency department to seek medical attention on (B)(6) 2019. She reported the doctor did a b-ultrasound and found something in the vagina; it was the tampon. The doctor removed the tampon, and she was still hospitalized. Treatment included unspecified injections. She reported her abdomen was uncomfortable, and she was suspected to have pelvic inflammatory disease before being hospitalized at that time. The outcome of retained tampon was recovered. The case outcome was improved. The consumer reported she had been using the product for more than three years. No further information was provided. (B)(6) 2019 follow-up via phone call: the consumer's husband reported his wife had contracted acute pelvic inflammatory disease because of the tampon and she was still hospitalized. She was recovering slowly. The case outcome remained improved. No further information was provided. (B)(6) 2019 follow-up via phone call: the consumer was discharged from the hospital on (B)(6) 2019. She was still taking anti-inflammation medication, and had to take it for 7-14 days. She experienced chills, and her fever was about 39.78 degree celsius. She had a b-scan and colposcopy. The colposcopy was when a foreign substance was found inside. A gynecologist removed the tampon. She reported she experienced mild stomachache yesterday, but was much better today. She reported her period came on (B)(6) 2019. She used the last tampon on (B)(6) 2019. She realized the string was missing when she tried to change the tampon. She was not sure if the product was complete and intact when she used it, she did not pay attention to it. She was also not sure if the string was there when the product was removed. Event outcomes at the time of the report: acute pelvic inflammatory disease improved; infection improved; fever recovered; lower abdomen hurting improved; uncomfortable abdomen improved; stomachache improved; ultrasound findings- poor bladder filling outcome unknown; accumulation of fluid in pelvic cavity outcome unknown; chills recovered. The case outcome remained improved. No further information was provided. (B)(6) 2019 follow-up via phone call: the consumer's husband reported that his wife had recovered a lot and had no problems now. She will need to go to the hospital for a medical review one week later. The consumer reported that the hospital had not provided the medical results. She had menstruation pain these two days and it was so painful that she had to take painkillers. She stated she never had period pain before. The case outcome remained improved. No further information was provided. (B)(6) 2019 follow-up via phone call: the consumer stated her body was okay with no abnormalities recently. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Product has been returned from the reporter. A valid production code has been provided by the reporter. No failure could be identified as a result of the investigation.

Event description:
Acute pelvic inflammatory disease [pelvic inflammatory disease] fever, t 39.0°c [pyrexia] shivers / chills [chills] string broke caused tampon to remain in body [foreign body in reproductive tract] tampon string broke [device breakage] lower abdomen hurting [abdominal pain lower] uncomfortable abdomen [abdominal discomfort] stomachache [abdominal pain upper] accumulation of fluid in pelvic cavity, pelvic effusion [pelvic fluid collection] menstruation painful [dysmenorrhoea] vaginal secretion had slight peculiar smell [vaginal discharge] cervical erosion of degree I [uterine cervical erosion] tenderness in corpus uteri [uterine tenderness] tenderness (in corpus uteri) and its bilateral appendage areas [adnexa uteri pain] lumbosacral pain [back pain] dizziness [dizziness] tenderness abdomen [abdominal tenderness] mass in abdomen [abdominal mass] ultrasonic suggestion: relatively poor uniform endometrium [ultrasound scan abnormal] endometrium is slightly thicker [endometrial thickening] vaginitis [vaginal infection] albumin depressed [blood albumin decreased] alanine aminotransferase depressed [alanine aminotransferase decreased] potassium depressed [blood potassium decreased] sodium depressed [blood sodium decreased] bicarbonate depressed [blood bicarbonate decreased] inorganic phosphorus depressed [blood phosphorus decreased] magnesium depressed [blood magnesium decreased] urea depressed [blood urea decreased] c-reactive protein elevated [c-reactive protein increased] sialic acid elevated [blood test abnormal] urine ketone body positive [urine ketone body present] procalcitonin elevated [procalcitonin increased] red blood cell depressed [red blood cell count decreased] hemoglobin depressed [haemoglobin decreased] hematocrit depressed [haematocrit decreased] lymphocyte count depressed [lymphocyte count decreased] monocyte count elevated [monocyte count increased] white blood cell elevated [white blood cell count increased] neutrophil count elevated [neutrophil count increased] eosinophil count depressed [eosinophil count decreased] sodium depressed [blood sodium decreased] chloride depressed [blood chloride decreased] fibrinogen elevated [blood fibrinogen increased] amylase depressed [amylase decreased] eosinophil percentage depressed [eosinophil percentage decreased] lymphocyte percentage depressed [lymphocyte percentage decreased] monocyte percentage elevated [monocyte percentage increased] neutrophil percentage elevated [neutrophil percentage increased] a spontaneous report was received via e-mail on (B)(6)2019 from a 31 year old female consumer stating she used tampax radiant tampons, and the string broke which caused the tampon to remain in her body, resulting in an infection, and she had alternating high fevers and chills. She was seen in a hospital and transferred to another hospital. The consumer provided an ultrasound diagnosis report which revealed she had an abdominal + trans-vaginal ultrasound on (B)(6)2019 with findings of poor bladder filling, a 2 centimeter thick free fluid dark area in the pelvic cavity, and a 4.4*2.3cm high echo and shadow were detected at the posterior fornix of the vagina. Ultrasound prompt: accumulation of fluid in the pelvic cavity. Strong echo of posterior vaginal fornix indicates that there was foreign body. The case outcome was unknown. Concomitant product(s): none reported. No further information was provided. (B)(6)2019 follow-up via phone call: the consumer reported she began using the tampax radiant tampons on (B)(6)2019, one tampon every 3 hours, and during the night of (B)(6)2019 she could not find the tampon string when she wanted to change the tampon. She thought the tampon came out of her body when she used the washroom and was flushed away. (B)(6)2019 was the last day of her menstrual cycle, and she stopped using the product on (B)(6)2019. She developed a fever on (B)(6)2019, and her lower abdomen was hurting and uncomfortable. The consumer went to an emergency department to seek medical attention on (B)(6)2019. She reported the doctor did a b-ultrasound and found something in the vagina; it was the tampon. The doctor removed the tampon, and she was still hospitalized. Treatment included unspecified injections. She reported her abdomen was uncomfortable, and she was suspected to have pelvic inflammatory disease before being hospitalized at that time. The outcome of retained tampon was recovered. The case outcome was improved. The consumer reported she had been using the product for more than three years. No further information was provided. (B)(6)2019 follow-up via phone call: the consumer's husband reported his wife had contracted acute pelvic inflammatory disease because of the tampon and she was still hospitalized. She was recovering slowly. The case outcome remained improved. No further information was provided. (B)(6)2019 follow-up via phone call: the consumer was discharged from the hospital on (B)(6)2019. She was still taking anti-inflammation medication, and had to take it for 7-14 days. She experienced chills, and her fever was about 39.78 degree celsius. She had a b-scan and colposcopy. The colposcopy was when a foreign substance was found inside. A gynecologist removed the tampon. She reported she experienced mild stomachache yesterday, but was much better today. She reported her period came on (B)(6)2019. She used the last tampon on (B)(6)2019. She realized the string was missing when she tried to change the tampon. She was not sure if the product was complete and intact when she used it, she did not pay attention to it. She was also not sure if the string was there when the product was removed. Event outcomes at the time of the report: acute pelvic inflammatory disease improved; infection improved; fever recovered; lower abdomen hurting improved; uncomfortable abdomen improved; stomachache improved; ultrasound findings- poor bladder filling outcome unknown; accumulation of fluid in pelvic cavity outcome unknown; chills recovered. The case outcome remained improved. No further information was provided. (B)(6)2019 follow-up via phone call: the consumer's husband reported that his wife had recovered a lot and had no problems now. She will need to go to the hospital for a medical review one week later. The consumer reported that the hospital had not provided the medical results. She had menstruation pain these two days and it was so painful that she had to take painkillers. She stated she never had period pain before. The case outcome remained improved. No further information was provided. (B)(6)2019 follow-up via phone call: the consumer stated her body was okay with no abnormalities recently. The case outcome was recovered. No further information was provided. (B)(6)2019 follow-up: the consumer had been to the hospital for medical review. It was reported the examination results indicated the consumer was fine. The case outcome remained recovered. No further information was provided. (B)(6)2019 product returned and identified as tampax tampons pocket radiant super non deodorant 7ct. (B)(6)2019 received translation of medical records submitted on (B)(6)2019: outpatient record of diagnosis and treatment: date of visit (B)(6)2019. The foreign body of was removed from the patient's vagina in the outpatient clinic. 5 minutes after the foreign body was removed from vagina, the patient had a fever and chill for 1 day. After the extraction of the foreign body, the vaginal secretion had a slight peculiar smell. Cervical erosion of degree I, with motion tenderness. Existence of tenderness in corpus uteri and its bilateral appendage areas. Blood pressure 101/61mmhg. Temperature 39.0?.preliminary diagnosis: infection. Prescription: hospitalization and anti-infective treatment. Inpatient medical record: the patient was admitted (B)(6)2019. Admission diagnosis: fever and abdominal pain with unknown origin, possibility of acute pelvic inflammation. Main diagnosis: female pelvic inflammation. Other diagnosis: hydronephrosis. The patient had a fever, lower abdominal pain and lumbosacral pain 1 day ago. The foreign body was removed from vagina in the outpatient clinic. The foreign body was complete. Later she had a chill with a temperature of 39°c. The routine blood test indicated "wbc: 13.88 x 109/l, n%, neutrophils 10.78 x 109/l, crp: 71.7mg/l". She had lower abdominal pain, lumbosacral pain and dizziness. Physical examination: temperature 39.6°c. Pulse 72 beats per minute. Respirations 17 breaths per minute. Blood pressure 99/60mmhg. Tenderness in the whole abdomen without rebound tenderness. Untouched mass in abdomen. Specialist examination: unobstructed vagina with fewer secretions and no peculiar smell. Cervical erosion of degree I; normal size and flexible texture; no cervical bleeding or motion tenderness when touching it. Anteversion of uterus; normal size, regular shape, flexible texture and good movement; existence of tenderness without rebound tenderness. No obvious mass was palpated in bilateral appendage areas; existence of tenderness. Discharge record: patient was treated with intravenous infusions of aztreonam and clindamycin. Results of routine blood test results performed (B)(6)2019 were generally normal. Her condition is stable with normal temperature and without abdominal pain, abdominal distention and vaginal bleeding. Discharge diagnosis: 1. Acute pelvic inflammation 2. Horseshoe kidney? 3. Hydronephrosis of right kidney. Other clinical diagnosis included vaginitis. Treatment included: clindamycin; aztreonam; cimetidine; potassium chloride; sodium chloride; ferrous succinate; bacillus subtilis; enterococcus faecium; etimicin; sodium chloride; glucose + sodium chloride; clarityne; xinhuang tablets; physical cooling; glycerine. Patient discharged (B)(6)2019. Medical history: renal fusion anomaly (the imaging results of the kidney were consistent with the feature of horseshoe kidney.) Concurrent condition: cytomegalovirus test positive (cytomegalovirus antibody igg positive); herpes simplex test positive (herpes simplex virus antibody igg positive); rubella antibody positive (rubella virus antibody igg positive). Drug allergies: erythromycin; levofloxacin; cephalosporin; penicillin. (B)(6)2019 ultrasound uterus: b-mode ultrasonography of uterine appendages. Poor filling of bladder. Intra-cavity sound transmission was acceptable. Anteversion of uterus with acceptable size and shape. The thickness of endometrium was about 0.9cm. Echo of muscular wall was even. In the double appendage areas, it was displayed that no obvious abnormal echo was found in part of it. A free fluid sonolucent area which was about 2.0 centimeters thick was found in the pelvic cavity. Cdfi: no abnormal blood flow signal was found. A 4.4*2.3cm hyper echo was palpated at the posterior fornix of the vagina with acoustic shadow. Ultrasound diagnosis: pelvic effusion. Strong echo of posterior vaginal fornix which was consistent with foreign body. (B)(6)2019 ultrasound abdomen: no obvious abnormality in liver, gallbladder, pancreas, spleen and kidney. (B)(6)2019 CT diagnostic report: abdominal (including the pelvic cavity) plain scan + general post-treatment imaging diagnosis: 1. There is malrotation of both kidneys, with the possibility of horseshoe kidney, as well as slight dilation in the right pelvis with hydronephrosis. It is suggested that ctu be used for further examination; 2. The endometrium is slightly thicker, the density of cervix is not uniform, accompanied by exudative changes in the surrounding fat space, a small amount of pelvic effusion, and small patches of high density shadow in vulva. 3. The density of retroperitoneal fat space is increased and blurred, considering the possibility of exudative changes. 4. The rest of abdominal region (including pelvic cavity) shows no obvious abnormality on plain CT scan. (B)(6)2019 transvaginal ultrasound: the uterus showed a posterior position, with relatively normal size and morphology, the endometrium was measured to be about 1.0cm with relatively poor uniform echoes, and the echo of the wall of the myometrium was relatively uniform. There was no abnormality in the size and morphology of the bilateral ovaries or obvious abnormal echo. Bilateral appendixes showed no obvious abnormal echoes in the displayed part. There was a free liquid dark area of about 2.0cm in thickness in the pelvic cavity. Cdfi: there was no abnormal blood flow signal. Ultrasonic suggestion: relatively poor uniform endometrium. Pelvic effusion. (B)(6)2019 renal ultrasound: imaging findings: bilateral kidneys were relatively enlarged, with relatively normal morphology, relatively continuous renal capsule, relatively uniform parenchymal echo, besides, there was no separation of the echo of renal sinus, and the inferior pole was fused at the anterior part of the spinal column. There was no obvious widening in the shaping area of the bilateral ureters. The filling of the bladder was relatively normal, with continuous, regular and non-thickened bladder wall, and the internal echo was normal inside the cavity. Cdfi: there was no abnormal blood flow signal. Ultrasonic suggestion: the imaging results of the kidney were consistent with the feature of horseshoe kidney. Laboratory results: (B)(6)2019: alanine aminotransferase 6 u/l (depressed) - amylase 26 u/l (depressed) - blood bicarbonate 20.7 mmol/l (depressed) - blood chloride 98.6 mmol/l (depressed) - blood culture negative - blood fibrinogen 5.44 g/l (elevated) - blood potassium 3.10 mmol/l (depressed) - blood pressure measurement 101/61 mmhg (normal); 99/60 mmhg (normal) - blood sodium 131.0 mmol/l (depressed) - body temperature 39.6 °c (elevated) - c-reactive protein 60.88 mg/l (elevated); 71.7 mg/l (elevated) - eosinophil count 0 x10^9/l (depressed) - eosinophil percentage 0 percent (depressed) - heart rate 72 beats per min (normal) - lymphocyte count 0.79 x10^9/l (depressed) - lymphocyte percentage 7.1 percent (depressed) - monocyte count 1.16 x10^9/l (elevated) - monocyte percentage 10.5 percent (elevated) - neutrophil count 9.12 x10^9/l (elevated) - neutrophil percentage 82.4 percent (elevated) - procalcitonin 0.065 ng/ml (elevated) - respiratory rate 17 breaths per min (normal) - urine ketone body ++ (positive) - white blood cell count 11.07 x10^9/l (elevated); 13.88 x10^9/l (elevated). (B)(6)2019: alanine aminotransferase 6 u/l (depressed) - blood albumin 39.21 g/l (depressed) - blood bicarbonate 18.0 mmol/l (depressed) - blood phosphorus 0.73 mmol/l (depressed) - blood potassium 3.48 mmol/l (depressed) (B)(6)2019- blood sodium 133.7 mmol/l (depressed) - sialic acid 774 mg/l (elevated) - body temperature 39.0 °c (elevated) - cytomegalovirus test 61.40 u/ml (positive) - herpes simplex test >30.0 index (positive) - rubella antibody test 35.80 iu/ml (positive). (B)(6)2019: vaginal culture negative. (B)(6)2019: blood magnesium 0.72 mmol/l (depressed) - blood potassium 3.91 mmol/l (normal) - blood urea 2.30 mmol/l (depressed) - c-reactive protein 140.00 mg/l (elevated) - eosinophil count 0.03 (normal) - haematocrit 29.7 percent (depressed) - haemoglobin 99 g/l (depressed) (B)(6)2019- lymphocyte percentage 18.6 percent (depressed) - monocyte count 0.84 x10^9/l (elevated) - monocyte percentage 11.4 percent (elevated) - neutrophil count 5.14 x10^9/l (normal) - procalcitonin 0.108 ng/ml (elevated) - red blood cell count 3.15 x10^12/l (depressed). (B)(6)2019 body temperature 38.0 °c (elevated) (B)(6)2019: c-reactive protein 42.10 mg/l (elevated) - haematocrit 32.5 percent (depressed) - haemoglobin 109 g/l (depressed) - lymphocyte count 1.76 x10^9/l (normal) - lymphocyte percentage 30.0 percent (normal) - monocyte count 0.65 x10^9/l (elevated) - monocyte percentage 11.1 percent (elevated) - procalcitonin 0.041 ng/ml (normal) - red blood cell count 3.47 (depressed). Discharge condition: her general condition was good. No vaginal bleeding. No abdominal pain or distention. No chest tightness or suffocation. Her bladder and bowel function was normal. Physical examination: normal temperature. No abnormalities in cardiopulmonary auscultation. Soft abdomen without tenderness and rebound tenderness. Normal gurgling sounds. Discharge instructions: 1.have a good rest. 2. No sexual life or bathtub for 1 month. 3. Monitor temperature. See a doctor in case of any abnormality. 4. According to the abdominal CT, horseshoe kidney should be considered. Slight dilatation and hydronephrosis of the right renal pelvis. She was advised to make a ctu examination and see a doctor in urology surgery. (B)(6)2019 product investigation results: no manufacturing cause identified based on investigation.